Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. Visual inspection and device analysis of the returned device were performed to confirm tip separation. The visual inspection of the returned device verified the tip material and bond placement. The curve tip was noted to be in three separate pieces. (1.8, 3.8 and 6.7 centimeters {cm}). A kink in the device was noted 8.0 cm from the proximal end. The distal end was severed at 1.0 cm (black portion) from the tip. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use; specifically under precautions state: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Additionally, "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided the most likely root cause may be related to the manufacturing process. Measures are being conducted internally to address this failure mode. Cook inc. Initiated a recall for this device under z-2610-/2623-2016/ res 74010. We will continue to monitor for similar complaints.

Event description:
It was reported that during a procedure for inferior vena cava filter removal, a four french (4fr) beacon tip royal flush catheter was used and sheared off during exchange of the wire through the catheter. The fragmented pigtail floated to the left pulmonary artery where it was finally retrieved by the physician. A computerized tomography (CT) scan was performed to confirm no small fragments remained in the patient. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
This complaint was reported to customer service by a foreign distributor. Information was provided that during an ivc filter removal procedure the tip of the beacon tip catheter allegedly separated during exchanging a wire through the catheter. The fragmented pigtail end floated to the left pulmonary artery where the physician was able to successfully retrieve it. Reportedly an additional procedure was required for "retrieval of the sheared catheter." A chest computed tomography (CT) was conducted, although requested the results were not made available at the time of this report.